Event description:
Customer received a blood glucose reading of 500 mg/dl from her contour meter. She retested using her breeze2 meter and received a reading of 78 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned for evaluation at this time.

Manufacturer narrative:
Breeze2 test strips were also involved: model not provided, lot # 1a6060aa, exp. Date 02/28/2013, device manufacture date 08/2011, 510(k) k062347.